Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer reported a broken belt clip. The customer's blood glucose level was at 492 mg/dl. A new belt clip was sent out to the customer. No further information was provided.